Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It is reported that the patient faced leakage issue on (B)(6) 2026 while changing reservoir. The infusion set tubing detachment occurred at tubing connector as stated infusion set connector was broken. The site of insertion was abdomen and infusion set used for three days.